Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 620rg27 heart ring implanted: 2015 (B)(6). (B)(4) .

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. There were no p waves that were measureable. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated stretching and apparent explant damage. The analyst noted that the lead was returned with the helix fully retracted and tissue visible inside. (B)(4)

Event description:
It was also reported that there was no capture.